Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported loss of telemetry. Retrieval of the device memory caused the device to reset and after reset, normal functionality was noted with the exception of telemetry. Information retrieved from the pacemaker's memory could not determine the cause of the communication problem.

Event description:
It was reported that physician was unable to obtain telemetry however pacing was ok, and device was responding to the magnet. The device was explanted and subsequently tested out of specification. No patient complications were reported as a result of this event.